Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-73535.

Event description:
It was reported that the customer's sensor was receiving error messages. The customer's blood glucose was 39 mg/dl. Troubleshooting for the bad sensor alert was done. Advised customer how to properly use the over tape. Advised customer to change the sensor. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.